Event description:
Ous MDR - boston scientific received information that following lead implant the patient arrested. External defibrillation was performed which successfully restored the patient to a normal rate; however, interfered with product sterility. As a result, the leads were explanted. No return of product is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event date and explant date reported do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.